Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of the pacemaker revealed a diagnostics anomaly, it showed an increase in battery current and the current dropped after reprogramming the device. A week later the device was checked again, and it was noted that the battery current returned to normal value. The patient was in stable condition and will continue to be monitored.